Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 681 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the hospital. In the ICU, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the ICU on (B)(6) 2023 with no permanent damage. Customer alleged the reported issue was due to the pump not functioning as intended. System check could not be performed as the issues occurred in the past. The customer reverted to an alternate pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.